Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we cannot complete a full evaluation. A picture of the lot number was not provided. Our evaluation of the picture provided confirmed the report. The picture provided shows the distal end of the device and the balloon does not appear to have been inflated. A break in the catheter is visible near the silver print marking, confirming the complaint. No kinks can be seen in the visible portions of the catheter and no additional details can be determined from the picture received. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the picture provided confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting, or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported that balloon catheter was already broken when opening the package; they used a new balloon. Customer provided picture showing catheter breakage near balloon material. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. A lot number was not provided with the return. A picture was also provided and reviewed. The picture provided shows the distal end of the device and a break in the catheter is visible near the silver print marking. Our laboratory evaluation of the product said to be involved confirmed the report. The balloon was returned and appeared to not have been inflated. During a visual examination, a break/crack in the outer blue catheter measuring 1.3 cm long was identified approximately 16.9 cm from the distal tip of the device. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device and picture provided confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting, or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.